Event description:
It was reported that the seal was leaking during the case. They covered the top of the device and dealt with the issue and completed the case with no patient consequence. The devices are available for analysis.

Manufacturer narrative:
Information anticipated, but unavailable at this time.